Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal ng stent was used during an esophagus stenting procedure performed in 2009. Patient was treated (surgically) for barrett's esophagus disease. During surgery, it was noted that the patient also had esophageal cancer. The patient was treated with an ultraflex esophageal ng stent. According to the complainant, the patient underwent the original procedure without any complications. Approximately one week later, the patient reported difficulty swallowing. Eighteen days later, he returned to the hospital and underwent a gastroscopy. During the procedure, the physician was unable to navigate the endoscope beyond the stricture. The following day, the patient underwent an endoscopy, in which the stricture was dilated with a balloon, and the ultraflex stent was found to have migrated to the stomach. The physician was unable to remove the stent by pulling on the green thread, and in pulling on the proximal end of the flare, it caused it to be "completely destroyed". Three days later, they again dilated the stricture, and attempted to remove the stent from the stomach. Upon removal, the stent was caught in esophageal stricture. The physician attempted removal of the stent two additional times (five days later), but was not successful. Follow-up information was received on patient's condition, stating that the patient remains in the hospital on the surgical ward, is not able to eat, but can sip liquids. Stent remains inside the stricture. No further complications have been reported after this event. As of this report, no surgery has been performed, but physician is still considering it. If any additional relevant information is received, a supplemental medwatch will be filed.